Event description:
It was reported the patient received the following results within 15 minutes: 550 mg/dl, 250 mg/dl, and 131 mg/dl. The blood glucose results were performed with test strip lot numbers (498462) and (498188). It is unknown which test strips were used for each result.